Manufacturer narrative:
Investigation completed 7/14/2017. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: 2016 ¿ aug. A review of the customer complaints was completed using the following key words ¿e0011¿ in the search criteria. The review encompassed dates 30-jun-2016 to 30-jun -2017. A total of 5 complaints were contained in the search criteria. Additionally, the review verified that this complaint is the single complaint occurrence for the serial number under investigation for this complaint. Rate of occurrence: during the time period ¿jul 16 to jun 17¿, the global product usage for cam02 monitors was calculated as 21,180 usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (5) can therefore be calculated as 0.02% (2 x 10-4) (occasional) of procedures. The product was returned to the service centre for evaluation which was unable to conclusively verify the complaint as valid. To support the complaint investigation for cause; the cam02 monitor¿s log file was reviewed specifically to the awareness date 13-jun-2017. Error code e0011 was confirmed to occur at the reporting facility on the 13-jun-2017 thus confirming the complaint as valid. However, based on the service center evaluation, a root cause could not be established since the complaint incident could not be duplicated and the cam02 monitor was verified as performing to specification.

Event description:
The device gave an error message e0011 - sensor board failure. There was no patient injury and no revision/medical intervention was required. Additional information received from the customer on (B)(6) 2017: the problem was discovered on (B)(6) 2017 in the intensive care unit (ICU). They had just started to setup for monitoring when the issue occurred. There was an extra unit available to be used. Delay in monitoring was reported as just a minute while the other unit was retrieved. There was no patient adverse consequence as a result of the delay. Patient outcome was unknown, no negative report.